Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the aspiration needle had a leakage occurred 2 cm above the tip, as if the needle was broken. The issue occurred during a therapeutic endobronchial ultrasound-guided fine needle aspiration procedure. The procedure was completed with an olympus backup device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction. The device was returned to olympus for inspection and the reported failure found during investigation was confirmed. According to the investigation, the pebax heat shrink was damaged by a buckled flex spiral cut from the needle. The root cause could not be identified. Based on the results of the investigation, incorrect alignment between needle devices and biopsy valve or incorrect alignment of biopsy valve to scope and needle buckled as a result of very hard tissue or dull needle. The investigation could not conclusively specify the root cause of the reported issue . According to the investigation, the reported issue is detectable and preventable: if the user feels excessive resistance while operating the needle, do not push the needle slider forcibly. Doing so could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the instrument and/or endoscope. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.